Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information received indicates that the device was protruding under the armpit, had buildup of pus and was red and inflamed. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report is being filed to capture the pertinent information of a new patient code added to h6.